Event description:
It was reported that the artificial urinary sphincter (aus) device was revised due to unspecified reasons. A new 5.5cm cuff was implanted. The balloon was "not implanted today." Boston scientific has been unable to obtain additional information regarding the circumstances.